Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, possible loss of capture issue was observed. The patient had an ablation of the atrioventricular node. Patient was to be brought into the clinic for further assessment. No further information available.